Event description:
It was reported by the affiliate that during a low anterior resection procedure, the firing lever moved back to the original position and would not cut at the second stroke of the second firing. The doctor tried to release, but there was no feedback from the release button. The device was locked on tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/25/2008. Information anticipated, but unavailable at this time.